Event description:
Would be helpful to have the plastic thicker; and have the guard in 1 piece; the section that you grind on separates from the plastic. It doesn't last for any length of time. For the cost, it should last at least 2 months, proper car and heavy grinding. I would think. Thank you.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.